Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an extractor rx balloon was used during endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed (B)(6), 2011.according to the complaint, during the procedure, the distil tip of the balloon fell off inside the patient. The physician was able to remove the distil tip with another extractor balloon, which was also used to complete the procedure.there were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned complaint device confirmed that the distal tip broke off below the ro marker. The catheter was found to be kinked, and the c-channel was found to be damaged, having jagged edges and the cannel was torn. This is consistent with the guide wire removal from the channel with an excessive force. The investigation results are consistent with the event description. The reported defect of distal tip detached was confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.a review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.a labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Patient weight is unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an extractor rx balloon was used during endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed (B)(6), 2011. According to the complaint, during the procedure, the distil tip of the balloon fell off inside the patient. The physician was able to remove the distil tip with another extractor balloon, which was also used to complete the procedure. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.